Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that, two days post implant, the right ventricular (rv) lead had perforated the rv wall. The lead exhibited high thresholds with no capture at highest outputs and intermittent undersensing with small r waves. The lead was repositioned. A few days later, an echocardiogram was performed which showed that the lead had once again perforated the rv wall. The physician decided to remove the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.